Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reports that they have been trying to connect to the patient's implant for over an hour and have not been able to. The caller reports seeing a message that says communication error, unable to communicate with device, communication lost. The following troubleshooting steps were performed: confirmed communicator is not plugged into a charging cable. Agent walked caller through on how to access the patient's MRI mode and initially, the caller was able to connect and was able to activate the MRI mode during the call. After agent provided information and when deactivating the MRI mode, all of a sudden, the connection between the communicator and the implant got lost and caller said that they got an error message "device not responding". Agent advised caller to reposition the communicator over the patient's implant but they are still getting the same error message and cannot connect. Tried powering off both of the devices but still doing the same thing. Agent asked the patient to try to reposition their body and they did but still doing the same thing. Patient confirmed that they are putting the communicator over the correct side of the body and correct implant location. Caller reports that the patient has not had any falls or trauma, no weight gain or loss. Caller also mentioned that they are not in a medical environment when they are trying to use the external devices. Reviewed with the caller that they can try going to another room to see if there is anything environmental that could be interfering with the communication between the communicator and the implant, but the patient already declined. Patient said that they feel the tingling when they put the communicator over their implant. In addition, patient mentioned that their skin was warm. The patient was redirected to their healthcare provider to further address the issue. Patient said that they already contact their doctor but the doctor told patient to contact manufacturer.